Manufacturer narrative:
This report was generated as part of the customer solicited feedback remediation project as per CAPA (B)(4) to capture the potential complaints that were documented in product experience records. Follow up was conducted to determine the details of the complaint. Product event summary: the controller was not returned for evaluation. Review of log files was not performed since log files were not available for analysis. As a result, the reported event could not be confirmed due to insufficient evidence. Based on the limited information available, there is no evidence to indicate that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported event can be attributed to the reported disconnection of both power sources from the controller as described in the reported event details. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.

Event description:
Review of patient feedback indicated the patient¿s wife ¿unplugged the (controller) power by accident.¿ the controller remains in use. No patient complications have been reported as a result of this event.